Event description:
As reported by the sales rep, the distal 0.5cm of the 8f sheath broke off during removal. The user was removing the sheath over the guidewire to exchange it for a longer sheath, when the distal tip broke off inside the subcutaneous tissue of the patient. The separated piece was retrieved via the original wire, which was still in place, by using a balloon through a small adjacent incision. The account stated that there was absolutely no adverse sequelae to the patient. Also per the account, it appeared that the distal tip and a bit of the adjacent fuse body broke off from the rest of the catheter body. The separation edge was noted to be smooth most of the way around, then had a shard of material sticking out in one spot. Both the csi and retrieved separation segment will be returned for analysis.

Manufacturer narrative:
The complaint report stated that upon retraction, the distal last 0.5cm of the avanti+ sheath cannula broke off. The broken piece was retrieved via a wire and inflation of a balloon. The cannula broke off subcutaneously. As reported, the sheath was being removed over the wire to exchange it for a longer sheath when the distal tip broke off inside the subcutaneous tissue of the patient. The account contact said it looked like the distal tip and a bit of the adjacent fuse body broke off. He said it was strange looking, as the separation edge was smooth most of the way around, and then had shard-like piece of material sticking out in one spot. The broken piece was retrieved via the original wire, which was still in place, by using a balloon through a small adjacent incision. There was no lasting patient injury. One non-sterile 8fr avanti+ sheath introducer was returned for analysis on july 6, 2010. The cannula was received in two sections; the distal tip of the cannula was separated from the cannula body. The length of the separated segment was 0.5cm. The edge of the separation site appears as if it was cut by a sharp object and a small section of the separation point has an elongation. The inner and outer diameter of the cannula was measured near the separation point and found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The damage reported by the customer was confirmed; however, there are no indications that this is related to the manufacturing process. There are no fuses in the cannula of avanti+ sheaths and controls are in place to prevent damaged units from leaving the facility. After review of the available information, it is not known what factors may have contributed to this event but as there are no indications that this is manufacture-related, no actions will be taken at this time.

Manufacturer narrative:
The product is said to be available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.